Event description:
The pt reported that the up arrow button on keypad was not responding and required multiple presses to elicit a response. The reporter denies damage to keypad or exposure to water.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.